Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown, unknown recap femoral head, unknown. Report source, literature: gaillard, e.b., gaillard, m.d., gross, t.p. (2017). Interventions for improving hip resurfacing outcomes in women: a high-volume, retrospective study. The journal of arthroplasty, 32(11), 3404-3411. Doi: 10.1016/(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02709. [(B)(6) et al 2017.pdf]. Product location unknown.

Event description:
It was reported in a journal article that the patients experienced complications following hip resurfacing arthroplasty. The patients did not undergo reoperation or revision. Three patients experienced urinary retention. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot umber of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # (B)(4), cup, lot # 165400.

Event description:
It was reported that a patient experienced urinary retention following hip resurfacing arthroplasty. The patient was treated with another was over-sedating. All patients were treated with catheterization. The case was resolved within 2 days, and the patient did not undergo reoperation or revision. Attempts have been made, and no further information has been provided.